Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device failed rv sensing test during an implant procedure. The physician decided to unscrew the lead and could not screw back the lead to the device. The device was exchanged with a new one. The patient was stable.

Manufacturer narrative:
The reported sensing and setscrew anomalies were not confirmed in the laboratory. Upon receipt, it was noted the rv df4 set screw was not returned. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.